Event description:
It was reported by claimant's counsel that allegedly the patient underwent right total hip arthroplasty on (B)(6) 2008, and was implanted with an lfit v40 femoral head and accolade tmzf stem. He underwent revision surgery on (B)(6) 2023, due to alleged fracture through the femoral neck of the stem.

Manufacturer narrative:
Reported event: an event regarding crack/fracture of an accolade stem involving a ceramic head was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. There were no reported allegations against the head. A full investigation is completed on the liner within the same pi. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by claimant's counsel that allegedly the patient underwent right total hip arthroplasty on (B)(6) 2008, and was implanted with an lfit v40 femoral head and accolade tmzf stem. He underwent revision surgery on (B)(6) 2023, due to alleged fracture through the femoral neck of the stem.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. H3 other text : not available.